Event description:
I have a freestyle libre 2 cgm and starting on this date, I had very high glucose readings which continued until I changed the device on (B)(6) 2023. Once changing the device, I placed a new sensor on my right arm, and it ended up falling out on (B)(6) 2023. Prior to it falling out, I had been having severely high glucose readings. I am on a sliding scale and covered myself with novolog insulin accordingly. On (B)(6) 2023, my blood glucose dropped to 64. I ended up purchasing a glucometer on (B)(6) 2023 and I have had readings of no higher than 238. I contacted the company, and they are going to send me 2 replacement sensors, however, this could have been potentially life-threatening. Reference report: mw5116585.